Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Seven years have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the locking mechanism of the video connector socket due to the following; the locking mechanism was deteriorated due to repeated use for a long period of time. The user tried to pull out the video connector without lowering the locking lever. Excessive force applied to the locking lever, video connector socket or video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (ocg) for evaluation. In the evaluation of ocg the following was confirmed; the reported phenomenon was reproduced. Moisture marks found on video connector socket. The reported event appeared to be caused by defect of the locking mechanism of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the user connected the camera head to the device before the procedure, the endoscopic image was not displayed. There was no report of patient injury associated with this event.